Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual inspection of the pump bulb confirmed that, within the pump, there was a dark-colored piece of foreign material, moveable upon manipulation. Functional testing suggested it is a piece of kink-resistant nylon. There were no other device abnormalities. Based on the information available, the reported observations were confirmed.

Event description:
It was reported that the during preparation for an artificial urinary sphincter (aus) implant, a piece of foreign material was found in the aus pump lockout mechanism. An attempt was made to remove the piece but was unsuccessful. The physician suspects that the foreign material was a piece of the kink resistant tubing (krt). A new aus pump was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that the during preparation for an artificial urinary sphincter (aus) implant, a piece of foreign material was found in the aus pump lockout mechanism. An attempt was made to remove the piece but was unsuccessful. The physician suspects that the foreign material was a piece of the kink resistant tubing (krt). A new aus pump was used to complete the procedure. There were no patient complications reported.